Event description:
It was reported that a patient, who had been extubated, had come to the palliative care unit on (B)(6) 2020 while on hydromorphone (dilaudid) 65mg in sodium chloride 0.9% 65ml (1mg/ml) continuous infusion running at 0.5mg/hr and versed 1:1 drip at a rate of 1mg/hr. These infusions were started on (B)(6) 2020 at 1113 and was programmed using device interoperability. The clinician noticed that the pump had no "saline driver" and that the "ICU tubing" would not allow for a driver. The tubing was then changed while keeping the same dilaudid and versed bags, and disposed the old "ICU tubing". At 0041, hydromorphone bag seemed to have less volume than expected. At 0239, a problem was definitely noted as the bag was empty and tubing was partially dry when only 1ml out of 20 should have infused. Versed, dilaudid and saline bags were taken down at 0241 and wasted with the following volume information: dilaudid drip wasted for 52ml (should have been around 64ml) while the saline bag was wasted for around 280ml (should have been 250ml). A new bag of dilaudid 65ml was spiked at 0249, and the patient died two hours later at 0400 on (B)(6) 2020. At 0441, the volume wasted from the next bag did not match the amount that should have been left over after 2 hours of infusion. On further assessment by clinical staff, it was noted that the first bag of dilaudid, which ran for 15.5 hours, has approximately 30ml unaccounted for. The second bag, which ran for 2 hours, had approximately 13ml unaccounted for. Both bags ran through the same pump module. It was also mentioned that after hanging the new tubing at 0041, the clinician changed the volume on the pump to 20ml. Two hours later, the bag and tubing were dry past the bottom of the pump module. This was a loss of a significant amount of fluid (15-20ml or more) but the pump showed 19ml volume left. There was no leakage on the bed, pump or floor. The patient was under palliative care and the death was expected. It was then reported that the device was tested; there was no over infusion and the rate was within specification.

Manufacturer narrative:
The customers report of an over infusion of the medication hydromorphone was not confirmed in the logs or replicated during testing. The source pump module was received in fair condition. The device was found to have installed, third party door, sear and pivot screw. Bezel date code 3/20 (march 2020). Log analysis results: review of the pcu error log found no errors or malfunction on the reported incident date. The pcu event log recorded the pcu with attached source pump module is powered on, (B)(6) 2020 at 11:10 am. The pcu is in the ¿adult¿ profile. The logs record the pcu receives a ¿remote IV¿ infusion message on (B)(6) 2020 at 11:13 am. The message contained the following infusion parameters: model 8100 s/n (B)(4), drug amount = 65mg, diluent volume = 65ml, dose 0.5mg/hr, hydromorphone 65mg/65ml (drug ID (B)(4)). The logs record the user selecting vtbi and entering 60ml. The infusion is then started at a rate of 0.5ml/hr. The logs record the source device is selected on (B)(6) 2020 at 11:26 am. The user selects ¿bolus¿ the user enters the following parameters: dose = 0.5mg, duration = rapid delivery. User starts infusion. The pump infuses at rate of 600ml/hr. The bolus infusion completes. The logs record a second bolus programmed on the source device, at 1:48 pm. The previous bolus parameters are programmed, and the infusion is started. The log records the source pump module alarms for ¿air in line¿. The user pauses the infusion then restarts and the bolus completes. At 8:15 pm, a ¿remote IV¿ infusion message is received. The message contains the same hydromorphone infusion parameters. The user selects vtbi and enters 52ml and starts the infusion. At 12:38 am, the user pauses the infusion. After approximately 2 minutes, the source device alarms for ¿flow stop open¿. The device is in an alarm for 4 seconds and the infusion is restarted. At 12:43 pm, the source device is selected. The user selects vtbi and enters 20ml. At 2:39 am, the source device alarms for ¿air in line¿ and is followed by a ¿flow stop open¿. The device is in ¿flow stop open¿ for 1 second when the log records a ¿door closed¿. At 2:46 am the device alarms again for ¿flow stop open¿ for approximately 2 seconds when the logs records ¿door closed¿. The device is in an alarm for approximately 6 minutes. The user then restarts the infusion. At 2:49 am, the pcu receives a ¿remote IV¿ infusion message for hydromorphone (drug ID (B)(4)). The message contains the same infusion parameters. The logs record the infusion is started at the rate of 0.5ml/hr vtbi 65ml. The source device is selected again, and the user enters a vtbi of 45ml. The logs record between 3:08 am and 3:15 am, the source device is selected, and infusion started. There was no other user interaction. At 4:07 am, the source device is paused for approximately 1 minute and restarted. At 4:41 am, the source device is channeled off. The logs record a total volume infused of 10.653ml. Rate accuracy testing performed on the source pump module found the device delivering fluids in specification. Third party sear testing performed on the source pump module found the sear engaging the safety clamp when the door is opened. The customer did not return the incident administration set, therefore could not be tested. The root cause of the reported over infusion was not identified. Device history review: review of the source pump module s/n (B)(4) service history record showed the device had a manufacture date of 11/21/2003. A review of the device service history record was performed beginning from the date of manufacture to the present date 11/03/2020 and indicated that this device has been previously returned on 20jun2004 for issues unrelated to the customer¿s complaint. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Race: caucasian.

Event description:
It was reported that a patient, who had been extubated, had come to the palliative care unit on (B)(6) 2020 while on hydromorphone (dilaudid) 65mg in sodium chloride 0.9% 65ml (1mg/ml) continuous infusion running at 0.5mg/hr and versed 1:1 drip at a rate of 1mg/hr. These infusions were started on (B)(6) 2020 at 1113 and was programmed using device interoperability. The clinician noticed that the pump had no "saline driver" and that the "ICU tubing" would not allow for a driver. The tubing was then changed while keeping the same dilaudid and versed bags, and disposed the old "ICU tubing". At 0041, hydromorphone bag seemed to have less volume than expected. At 0239, a problem was definitely noted as the bag was empty and tubing was partially dry when only 1ml out of 20 should have infused. Versed, dilaudid and saline bags were taken down at 0241 and wasted with the following volume information: dilaudid drip wasted for 52ml (should have been around 64ml) while the saline bag was wasted for around 280ml (should have been 250ml). A new bag of dilaudid 65ml was spiked at 0249, and the patient died two hours later at 0400 on (B)(6) 2020. At 0441, the volume wasted from the next bag did not match the amount that should have been left over after 2 hours of infusion. On further assessment by clinical staff, it was noted that the first bag of dilaudid, which ran for 15.5 hours, has approximately 30ml unaccounted for. The second bag, which ran for 2 hours, had approximately 13ml unaccounted for. Both bags ran through the same pump module. It was also mentioned that after hanging the new tubing at 0041, the clinician changed the volume on the pump to 20ml. Two hours later, the bag and tubing were dry past the bottom of the pump module. This was a loss of a significant amount of fluid (15-20ml or more) but the pump showed 19ml volume left. There was no leakage on the bed, pump or floor. The patient was under palliative care and the death was expected. It was then reported that the device was tested; there was no over infusion and the rate was within specification.